Manufacturer narrative:
This event occurred in (B)(6). (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys tsh assay (tsh) on a cobas 6000 e 601 module (e601). The sample resulted as 7.9 uiu/ml when tested on the e601 analyzer. This value was reported outside of the laboratory. The sample was repeated with an unknown test method and the result was 5.4 uiu/ml. No adverse events were alleged to have occurred with the patient. The e601 analyzer serial number was (B)(4).

Manufacturer narrative:
The complained sample initially resulted with a tsh value of 7.95 uiu/ml on (B)(6) 2017. A measurement date of (B)(6) 2017 was also provided. A clarification of the correct date has been requested. This sample was tested with the unknown tsh test method, resulting as 5.4 uiu/ml. The complained sample had the following additional test data: alp = 289 u/l, phos = 7.32 mg/dl, ca2 = 11.15 mg/dl, ferr = 38.73 ng/ml. A second sample collected from the patient was tested for tsh on (B)(6) 2018, resulting as 7.08 uiu/ml. Calibration and controls showed no signs of an issue. Performance testing was performed on the analyzer and this was within specifications. Upon review of the alarm trace, abnormal aspiration alarms were observed on (B)(6) 2017 and (B)(6) 2018. Possible reasons for these alarms include poor sample quality or incorrect position of the sample tube. Centrifugation time was found to be too short and the customer did not use rack adapters for 13 mm. Sample tubes. Based on the provided information, the most likely root causes relate to sample quality or position of the sample tube within the sample rack. A date of event of (B)(6) 2017 was also provided. A clarification of the correct date has been requested.